Event description:
One patient sample with a potential interferent causing falsely low psa results. The sample gave a result of <0.1 ng/ml. The sample was then mixed with a known positive sample with a value of 140 ng/ml. The result of this mixed sample was also <0.1 ng/ml. If additional information is received, appropriate notification will be provided.